Event description:
The manufacturer received information alleging a ventilator was alarming for "service required" related to oxygen regulation. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.